Event description:
The patient underwent explant of the lead as it started to protrude on her skin. The patient's ipg was also removed with the lead remained implanted years ago due to ineffective therapy.

Manufacturer narrative:
The explanted device was not returned to bsn as they were discarded by the medical facility.